Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the outcomes attrib to adv event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary device. The crt-d was removed from service when a new system was implanted. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was no longer in service. Additional information indicates that the patient had a persistent bacteremia.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary device. The crt-d was removed from service when a new system was implanted. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was no longer in service.